Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: the tubing for the patients vcr was leaking hazardous drugs near the y site.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for investigation. Upon evaluation of the unit, it was noted that bubbles were coming out of the weld from the backcheck valve. Based on the results from the subject matter expert (sems) investigation, it was determined that the concern was not caused by manufacturing faults we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.